Event description:
Customer received result of 598 mg/dl on the mobile system and a result of 216 mg/dl on the performa combo system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa combo system (lot number 470869, expiration date 10/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.